Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps instrument lot# n10210202 /sequence 0060 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sk1796. The instrument had 8 remaining usable lives with no subsequent use recorded. No image or video was provided to isi for review. The (B)(6) bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). The complaint information reported thermal damage to the instrument with no allegation of mishandling or misuse. Although there was no arcing reported, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. At this time, the root cause of the customer reported failure mode remains unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Device expiration date for section was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 8 remaining usable lives, therefore, had not expired. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. Fields PMA/510k, recall (if recall number is given) or correction/removal number (if given), and correction/removal number are not applicable.

Event description:
It was reported that during central processing, the customer conducted an inspection and identified "that the plastic parts" are burnt indicative of a possible thermal damage on the maryland bipolar forceps instrument. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: an inspection was performed prior to use and after the procedure and found no issue. No observation of unintended energy discharge or arcing was observed during the last procedure usage.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have charring and localized melting at the bipolar yaw pulley between the grips, likely due to insulation degradation and carbonized tissue creating a conductive pathway. No conductor wire compromise was noted. The instrument passed the electrical continuity test. The root cause of this issue is attributed to mishandling and misuse.

Event description:
Refer to h10/h11 for follow-up information.